Manufacturer narrative:
The investigation is on-going at this time. A supplemental medwatch will be submitted at conclusion of investigation. (B)(4).

Event description:
A patient with diagnosed multivessel coronary artery disease was having an impella placed for hemodynamic support during a st elevation mi. The physician made between 3 or 4 attempts to place the 13fr introducer into the right femoral artery, due to disease in the common femoral artery. During these attempts, the physician observed a dissection of the femoral and aborted impella placement. The dissection was treated with balloon angioplasty.

Manufacturer narrative:
Since the initial medwatch was filed, the investigation has completed. The guidewire and impella pump were not returned for analysis. The manufacturing review found no other complaints for the lot of pumps. There were no inspection failures for the lot of guidewires. The root cause of the cfa dissection could not be determined as the pump and wire were not returned. The most likely root cause of the dissection was the occlusion in the cfa resulting in difficult placement. (B)(4).